Event description:
The patient alleges she was in her powerchair when she saw sparks and flames coming out of the port of the joystick where the cable plugs in. She got out of the powerchair and called the fire department. No injury reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Pride is waiting for the unit to be returned from the provider. A follow-up report will be submitted once the evaluation is complete. Cannot draw any conclusions at this time.